Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation and prior to use in the anatomy, the xpert stent was found prematurely, partially deployed. Reportedly, there was no pt involvement. Though requested, no additional info was available.

Manufacturer narrative:
Device was received. Investigation is not yet completed.